Event description:
It was reported that the leads fractured. The leads were explanted and while explanting the anchors were damaged. The patient had a loss of stimulation following a ¿demonstration of take down at work dealing with aggressive teens.¿ the patient was a demonstrator and thought the lead damage occurred at the time of the take down. The patient symptoms were lessthan 50% therapy relief. Both leads were removed and replaced. The patient was experiencing full coverage of stimulation following the intervention on (B)(6) 2013. Additional information received reported left leg pain to foot. It was noted all electrodes were out of range, greater than 10,000 ohms. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3550-39, lot# n153262, implanted: (B)(6) 2009, explanted: (B)(6) 2013,: product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-39, product type: accessory. (B)(4). Final device analysis for lead v378915019 revealed all the conductors were broken at the titan anchor site, 13.5cm from the distal end. Final device analysis for lead v400941025 revealed all the conductors were broken at the titan anchor site, 19cm from the distal end. Final device analysis for anchor (B)(4) revealed the titanium insert separated from the silicone. Final device analysis for the unknown anchor revealed no anomaly found.